Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient. The patient was implanted with a neurostimulator for non-malignant pain. It was reported that sometimes, the implantable neurostimulator (ins) site hurts the patient¿s back and it caused discomfort. The caller reported that they had been turning the stimulation off during the day and on at night, but the patient was experiencing pain during the day. The patient charged the ins every night to 100% and charged the controller during the day. At the time of the report, the patient connected the patient programmer (pp) and it showed that the ins was empty. The patient connected the recharger and started a charge session. The recharger showed that it had lost connection, so they positioned the recharger over the ins and used the recharging belt. The charge quality was then reported as excellent. The patient was encouraged to continue charging the ins to 100% and a follow-up appointment was not yet scheduled. There were no further complications reported or anticipated.